Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material was not identified. It is likely the foreign material remained due to improper reprocessing methods. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) gif-1tq160 operation manual chapter 3 preparation and inspection gif-1tq160 reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the evis exera gastrointestinal videoscope as part of the loaner return process. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was a white crystalized foreign material resembling a powder in the air/water and jet tubes, bending section cover adhesive, and air/water cylinder. The report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the forceps channel port was shaved, the air/water and suction cylinders had no color, the air/water cylinder was deformed, water tightness was lost due to a pinhole in the bending section cover, the insulation resistance value at the distal end did not meet the standard value due to a crack on the bending section cover, the image had white dots due to damage on the charged coupled device (ccd) unit, the scope cover was stained, the light guide lens was stained, the connecting tube was buckled, the coating of the universal cord was peeled, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.